Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller reported that after using the therapy for 1-3 days, the patient stopped feeling stimulation. The patient felt like they were doing well but they attempted to turn therapy up to 18.1ma and could not feel stimulation. The caller reported that the impedances looked "good" at the time of the placement. The caller indicated that today when they interrogated the ins, the clinician application displayed a system error but did not have the specific code at the time of the call. The caller indicated that the initial battery longevity estimate at the time of placement was 5 years and 5 months but today the tablet showed the estimated time remaining was 6 months. The rep programmed the patient up to 5.2ma today, the patient could not feel stimulation. The patient is starting to feel stimulation when the rep increased the amplitude to 7.6ma. At time of the implant the patient was feeling stimulation at 3ma. The patient was programmed with one group and one program with the group: group a + + + pw 450 rate: 50hz amp: 7.6ma. The caller provided the following impedance values: ref 0 1 1574ohms 2 1926ohms 3 2155ohmsref 1 2 1663ohms 3 2018ohmsref 2 3 1915ohms. The caller reran impedances and provided the following values: ref2 0 1897 1 1672 3 1815ohms. The caller applied pressure to the ins site and ran impedance again and indicated that the impedance values remained consistent. The issue was not resolved through troubleshooting. The caller will have the patient continue using stimulation and monitor the efficacy of the therapy. The caller will follow-up with the managing healthcare provider (hcp) .

Manufacturer narrative:
Continuation of d10: product ID a71200; product type software product ID 3888-33 lot# va083py implanted: (B)(6) 2014; explanted: (B)(6) 2023. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023; explanted: (B)(6) 2023; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead fracture was not determined. The lead was unraveled at the connection and was barely sitting in the battery. The physician commented that it looked like a tension injury.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was having an explor ation/revision/replacement on thursday.

Manufacturer narrative:
Concomitant medical products: product ID: a71200, serial#: unknown, product type: software, product ID: 3888-33, lot#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). Clarifying, that a lead replacement was performed, but the rep did not cover the case. The existing lead was fractured. The patient developed an infection. And the entire system was removed today (B)(6) 2023. They indicated, that this was the only info the rep knew.